Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels from 36 to 50 mg/dl. Reportedly, the customer did not let the pump calculate boluses at night; the customer calculated and entered the boluses himself. The customer consumed carbohydrates to stabilize impacted bg levels. The customer stated that the pump is now being used to calculate boluses and bg levels have stabilized to 90 mg/dl.